Event description:
The patient was undergoing an open hernia repair with mesh. During the procedure, the surgeon attempted to use the bovie when the bovie tip lit on fire. The flame was described as "small" with the flame extinguished on its own without the need for intervention.